Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump and catheter were replaced on (B)(6) 2019. The catheter was patent and the pump was from the left to the right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-apr-25 regarding a patient receiving dilaudid and clonidine (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain, chronic low back pain, and spinal pain. It was reported that the patient fell and scraped the pump area. The sore turned into a larger wound and became increasingly sore, red, and painful. The patient went to the emergency room (ER) on (B)(6) 2019 and was started on antibiotics. It was unknown if the issue was resolved at the time of report and the patient's status was alive - with injury. No surgical intervention occurred and it was unknown if surgical intervention was planned. No further complications were reported or anticipated.